Event description:
The customer reported that she had a button error alarm and a keypad anomaly on the insulin pump. Customer stated that she had a button error before. Customer also stated that the buttons are not working. Customer stated that the pump froze on the check blood glucose. Customer was also trying to rewind the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. The insulin pump passed prime alarm test, basic occlusion and displacement test. No prime or rewind anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.